Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on oct 03, 2024 with lot number 2039945. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. Shell thickness was within specification. Observed 1 opening assessed as fold flow opening. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.